Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not meet the longevity expectations of the clinician. Reprogramming was performed to reduce output. The device remains in use. No patient complications have been reported as a result of this event.